Manufacturer narrative:
Date of event estimated based on aware date as event date was not provided.

Event description:
It was reported that shaft break occurred. The shaft of a 2.00mm x 12mm emerge balloon catheter was noted to be broken. The device never entered the patient. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
B3 date of event estimated based on aware date as event date was not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous severe hypotube kinks to the device. At 58.4cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood was minimally present in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The shaft of a 2.00mm x 12mm emerge balloon catheter was noted to be broken. The device never entered the patient. Further information has been requested but has not been provided at this time.